Event description:
Additional information received reported the manufacturing representative had not seen the patient since the revision. It was noted, the patient was overdischarged preoperatively and was supposed to contact the manufacturing representative to be reprogrammed when she recovered from the surgery. Additional information received reported the manufacturing representative wanted instructions on performing a physician mode reset on the ins. The last time the patient charged the ins was approximately one year ago. It was noted the reason for discharge was the lead was in the wrong place. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was programmed and received concordant paresthesia that covered all her pain. It was noted that the unit was working well and that the patient was ¿happy.¿

Event description:
It was reported that a patient¿s device was in overdischarge for ¿almost one year¿ and the reporter wanted to know if it could be brought out of overdischarge. The reporter stated that the patient was having a revision surgery the day of the report to try to move the surgical paddle lead down in the spinal column. It was noted that the reporter was unsure if the implantable neurostimulator or lead would be replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).